Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left renal artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with a 3mm x 20mm coyote balloon catheter. No patient complications nor injuries were reported.